Event description:
Complaint coordinator reports one incident of a blood leak with the syntra 160 dialyzer. Blood lead occurred approximately one hour into treatment and was noted visually. Blood was returned to the patient with no reported blood loss. No patient injury or medical intervention was reported per complaint coordinator.